Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that an unexpected pump power fluctuation and low flow situation occurred on (B)(6) 2017. The patient was admitted to the intensive care unit and expired on (B)(6) 2017. Additional information was requested but has not been received.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline intact. The sealed inflow conduit and outflow graft were returned secured to their respective pump ports. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the evaluation of the returned device. Review of the submitted system controller log file confirmed a series of low flow hazard alarms between (B)(6) 2017; however, pump power appeared stable throughout the log file. A specific cause for the low flow hazard alarms and a correlation between the device and the report of intracranial bleeding could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the cause of death was intracranial bleeding.